Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lower anterior resection at the 1st firing when doing a rectal resection, after connecting the cartridge, while being inserted into the patient's abdominal cavity. There was a larger space than usual when the jaws were closed. The cartridge was replaced with a new cartridge, and the new one could be used without problem. There was no patient harm.